Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex plus helical ureteral stent migrated inside the patient. The physician stated that the stent may have been placed too short, and that the patient was into aerobics. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.